Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: vanguard cemented cr femorals catalog # 183010, lot # j6677379. Series a 3 peg std catalog # 184766, lot # 344500. Biomet cc I-beam tray 79mm, catalog # 141225, lot # j6724765. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-02362, 0001825034-2020-02365.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient developed stiffness and ankylosis of the right knee requiring a manipulation. The adverse event was resolved. Attempt for further information has been made, but no further information has been provided.